Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left anterior descending coronary artery (lad) that was mildly tortuous and mildy calcified. The balance middleweight (bmw) guide wire was advanced to the distal lad and crossed the lesion; however, there was resistance felt. Due to the resistance the guide wire separated in the anatomy. A whisper guide wire and balloon catheter were used to remove the separated portion of the guide wire from the anatomy. The procedure was completed with balloon angioplasty. There were no clinically significant delay in procedure and no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned. The reported separation was confirmed. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported resistance was based on the patients anatomical condition and the separation appears to be based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.